Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to wiggle the usb cable to properly be inserted into the pump. There was no adverse impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.